Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. It was further reported that there was a fluid leak on the occluder. There was no patient involvement and no patient injury or medical intervention associated with this event. No additional information is available.